Manufacturer narrative:
Date of the event was not provided. On (B)(6) 2018 was the date the report was received and was used for the date of the event. Reporter occupation information was not provided. A sample of the tape was sent to 3m for analysis. The tape was tested and met product specifications for adhesion. The production records were also investigated, and the product met all specifications. An MDR injury report was sent for this adverse event because the patient experienced an unspecified amount of blood loss when his dialysis needle became dislodged. In addition, another patient reportedly experienced blood exposure (uninfected blood sprayed onto a neighboring patient). No additional information was available to date. End of report

Event description:
A hospital in (B)(6) reported 1533-0 tan 3m¿ micropore¿ tape was used on a patient during dialysis. The patient's needle reportedly slipped out of the shunt and sprinkled a neighboring patient with blood. The patient's blood was reportedly not infectious and there was no harm to the neighboring patient. The patient who experienced the needle dislodgement was reportedly stable. No additional information was available.